Event description:
On 26/sep/2025, this peritoneal dialysis (pd) patient reported being hospitalized. The patient stated part of the reason was pd related. No further information was provided. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in seen in the pd clinic on (B)(6) 2025 for a regularly scheduled lab draw. During the appointment, the patient complained of abdominal pain. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was going to be initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime and vancomycin per protocol, however; the patient stated they had those antibiotics at home in their kit and would do the antibiotics once they returned home. The cultures resulted positive for gram positive cocci in pairs, staphylococcus (no species documented). The pdrn called the patient on 25/sep/2025 to come into the clinic for a repeat cell count and vanco trough. The patient stated they were having issues with his atrial fibrillation (a-fib) and could not drive as he was too tired. The patient was advised to go to the emergency room (ER). The patient was admitted on the same day for the a-fib and is continuing the antibiotic treatment for the peritonitis in the hospital. The patient remains hospitalized. The pdrn stated the patient¿s initial white blood cell count was low (no value provided). The patient continues to complete pd therapy in the hospital. The cause of the peritonitis was not determined.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although a cause of the peritonitis was not provided, the culture result of gram-positive cocci, staphylococcus, suggests a breach in aseptic technique. ¿gram-positive bacteria are primary causative organisms of peritonitis mainly caused by contamination.¿ ¿the most common pathogens are coagulase-negative staphylococcal species (eg, staphylococcus epidermidis) that commonly colonize human skin and hands, and staphylococcus aureus, which together are responsible for 50% or more of infections in most series.¿ the patient's atrial fibrillation was unrelated to the peritonitis event or dialysis therapy. Based on the available information and no allegation or evidence of a defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2025 this peritoneal dialysis (pd) patient reported being hospitalized. The patient stated part of the reason was pd related. No further information was provided. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in seen in the pd clinic on (B)(6) 2025 for a regularly scheduled lab draw. During the appointment, the patient complained of abdominal pain. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was going to be initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime and vancomycin per protocol, however; the patient stated they had those antibiotics at home in their kit and would do the antibiotics once they returned home. The cultures resulted positive for gram positive cocci in pairs, staphylococcus (no species documented). The pdrn called the patient on (B)(6) 2025 to come into the clinic for a repeat cell count and vanco trough. The patient stated they were having issues with his atrial fibrillation (a-fib) and could not drive as he was too tired. The patient was advised to go to the emergency room (ER). The patient was admitted on the same day for the a-fib and is continuing the antibiotic treatment for the peritonitis in the hospital. The patient remains hospitalized. The pdrn stated the patient¿s initial white blood cell count was low (no value provided). The patient continues to complete pd therapy in the hospital. The cause of the peritonitis was not determined.